Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap(B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. (B)(4).

Event description:
It was reported the lumen of PICC line had a split just below the hub and the hub became disconnected. As a result, the PICC line had to be removed, treatment stopped and patient had to be scheduled to replace PICC line. It was noted the event caused additional hospital appointments and lengthened the patient's hospital stay.